Event description:
Pt had repair of pseudarthrosis with bone graft and internal fixation using a s slot semitubular plate, left clavicle. Returned one week later with plate broken through the middle screw hole. Back to or for repair.